Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported surgeon console (sc). Review of the field service notes indicate the following verification procedure was performed: the response range of the head tracker was observed to be within the normal range (equivalent to the backup sc). The sc was restarted ten times, and it was observed to operate normally in all instances. Evaluation of the device data shows the reported surgeon console and arm cart assembly, but no error codes were shown. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the head tracking system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an upper gastrointestinal procedure, while the patient was under anesthesia, after attempting to start forceps operation with the surgeon console, the operation of all the arms could not be performed. No error messages were displayed at the time. The surgeon console was restarted but the problem did not resolve. The surgeon console was replaced with a backup and the entire system was rebooted. Then the system was restored, allowing the surgery to continue. The operation stop time / surgery down time was approximately forty-five minutes. After restarting the system, despite the arm cart assembly calibration being completed, calibrating was displayed on the arm display. The position button was functional, but the laser button did not work and docking was impossible. Since it was after restarting the surgeon console and system, it was recovered by replacing the arm cart with a spare arm and rebooting as a precaution. The operation stop time was fifteen minutes. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an upper gastrointestinal procedure, while the patient was under anesthesia, after attempting to start forceps operation on the surgeon console, unable to operate any of the arms. No error messages were displayed at the time. The surgeon console was restarted but the problem did not resolve. The surgeon console was replaced with a backup and the entire system was rebooted. Then the system was restored, allowing the surgery to continue. The operation stop time / surgery down time was approximately forty-five minutes. There was no reported patient injury.